Manufacturer narrative:
The device was requested for evaluation, but was not able to be returned. The exact cause of the event could not be confirmed from the information available and without device evaluation. The surgeon indicated that the pin may have been skiving off of the bone when inserting into the femur. During the investigation of the event, it was discovered that the pins may have been reused. Per the labeling, the pins are single-use and are to be disposed of after each use. If the pin had been reused, the tip may not have been as sharp resulting in it skiving off the bone. This would cause additional stress to the pin, which may result in fracture.

Event description:
It was reported that a 3.2mm pin broke during a procedure. The pin sheared off at the surface of the femur when trying to remove. The surgeon decided to leave the piece of the pin in the patient because attempting to remove it might cause harm to the patient. No delay in procedure. No adverse consequences from the event were reported.